Event description:
Additional information received reported the patient was very happy with their therapy and they were receiving benefit from the device. The hcp did not think there was a device malfunction. The patient had many co-morbidities and they collapsed due to atrial fibrillation. The medics who responded had shocked the patient to return their heart to normal rhythm and in the process the patient was injured and resulted in being quadriplegic. The patient¿s death was not related to their device or therapy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had deep brain stimulation (dbs) for about three months and was fine, but one day they collapsed. The patient was defibrillated by paramedics and became a quadriplegic following the event. A year later the patient died. The cause of death was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# l78447, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7424, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3387-40, lot# n24369a, implanted: (B)(6) 2000, product type: lead. Product ID: 7424, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2006, product type: implantable neurostimulator. (B)(4).